Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after experiencing a ventricular tachycardia (vt) episode of 190 beats-per-minute (bpm). The s-ICD was programmed to a therapy cutoff zone of 170/240 bpm, but the s-ICD never delivered therapy appropriately. The patient was externally cardioverted out of vt. The s-ICD remains in service and there were no additional adverse patient effects reported.